Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) inspected the system on-site and determined that the customer had accidentally removed the mains power from the system by activating the hospital's emergency stop button. This caused the system to not boot up. Once the emergency stop button was released and power to the system was restored, the system successfully restarted and returned to normal operation. At the time this complaint was received, philips did not have enough information to exclude a malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the system did not malfunction. The boot-up issue was determined to be the result of the power being accidentally removed from the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.